Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the battery of the handle was vented. It was reported that the power pack cannot hold a charge and the handle charge contact points were contaminated with a substance that is not expected to be on the device. The reported issues were confirmed. The most likely cause was traced to component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the handle was connected to the charger and it was charging. When the distributor rep. Checked the charger indicator status, the green indicator was off. Handle was removed and check the operation of the indicators, but it was in a blackout state. Also, when checking the handle's connection part (electrode part) with the charger, viscous liquid was found to be adhered. There was no patient involvement. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.